Manufacturer narrative:
The event of ipg pocket site revision due to pain at ipg site was reported to abbott. Ipg was relocated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention took place on (B)(6) 2019 wherein the ipg was repositioned.